Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check with the customer did not verify location of blockage. Reportedly, after pump supplies were changed, customer resumed insulin therapy.

Manufacturer narrative:
Customer continued to receive multiple occlusion alarms. Reportedly, customer changed the type of infusion set used in order to address occlusions.